Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a roller pump that was being used as a sucker gave an overspeed message and then stopped unexpectedly. The perfusionist moved the tubing from the sucker pump over to an adjacent, unused roller pump. This replacement pump was used for the remainder of the procedure. The surgeon was not even aware of the issue. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in process, but not yet concluded.